Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump basal history did not match the corresponding programmed basal rates and that there was only one basal record on the day of the alleged issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: a review of the pump black box and history showed no activity outside normal use. The daily insulin delivery totals correctly reflected user's programmed basal rates. During investigation, the reported history settings issue was not able to be adequately investigated due to unresponsive keypad buttons reported in animas medwatch report number 2531779-2019-00502. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.